Manufacturer narrative:
The account replaced the right foot siderail to repair the bed.

Event description:
Info received indicates the siderail will not latch due to a broken weld at the pivot point.